Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿when the camera is moved, sometimes a picture is available and sometimes not¿.the issue was confirmed and determined the following cause: due to disconnection in the cable unit and poor water-tightness of cable unit, noise occurred and no image was displayed. A device history record review was completed, and no issues were identified. As per the instructions for use (IFU) manual: is the reported risk/harm listed in the IFU? Yes, in en-otv-s7proh-hd-12e_3.0 is stated ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when the camera head was moved, "sometimes a picture is available and then again not." The issue occurred during functional check of the laparoscopy tower. No patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, when the camera head was moved, "sometimes a picture is available and then again not." The issue occurred during functional check of the laparoscopy tower. No patient involvement.